Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The history log for this device showed the pad-pak was installed in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2014 and the (B)(6) 2015. The device user accessible memory was erased prior to the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.